Manufacturer narrative:
Suspect medical device references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced shooting pain in their leg and hips during the trial. Additional information reported that the patient's had worked well but they had a day where they could not go to the bathroom. The patient went to their healthcare provider and was catheterized during their trial. After the patient's healthcare provider put in the catheter the patient noticed blood in their urine.